Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, unexpected restart, self test, off no power, and occlusion tests due to the motor error alarms. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window, a scratched reservoir tube window, a slightly tilted and a loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared flushed. The insulin pump was not exposed to an MRI or high magnetic field. The unit was able to rewind without incident. The insulin pump will be returned for analysis.